Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed diaphragmatic oversensing causing pacing inhibition. The device was reprogrammed to least sensitivity which appeared to correct the issue. The patient will be monitored.